Manufacturer narrative:
E1-phone number: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The issue occurred during preparation prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause of the identified failures is cause traced to component failure - due to deformation of cable unit, the endoscopic image cannot be displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image. The issue occurred during preparation prior to an unspecified procedure. There were no reports of patient harm.